Event description:
Information received with return of the explanted device notes that after a routine software download, the device exhibited noise signals on the ventricular egm. The patient had symptoms of lightheadedness and palpitations. After new leads were placed, they were connected to the pulse generator. When the telemetry wand was placed over the device, egms noted significant noise signals. Therefore a new pulse generator was placed.